Event description:
Per the clinic, the patient underwent revision surgery to reposition the receiver stimulator that had migrated. The implanted device remains.

Manufacturer narrative:
(B) (4): implanted device remains